Event description:
It was reported that the procedure was to treat an eccentric lesion with 90% stenosis, mild tortuosity, and mild calcification in the distal, mid and proximal right coronary artery. After pre-dilatation a 3.50x23 mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion. The balloon was inflated to an unknown pressure and the stent was deployed in the target lesion. Then the sds was pulled slightly proximal and the sds was pressurized up to rated burst pressure (rbp) of 18 atmospheres; however, the pressure indication dropped and the balloon deflated. The sds was removed from the patient anatomy and inflated but no balloon rupture was observed. There was no report of a loose connection with the indeflator and no report of any leakage. A new non-abbott balloon catheter was used to perform post dilatation on the implanted xience xpedition stent as part of standard procedure. There was no reported adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The inflation issue was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar inflation issues incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.